Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Before the procedure began, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being prepped. The dilator was inserted into the clear hemostatic valve. It was then noted that the white plastic separated from the sheath and was free floating in the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued. There were no patient consequences. The biosense webster, inc. Product analysis lab received the device and noted that it was returned in the condition reported as they found that the hemostatic valve appeared dislodged inside of hub. The hemostatic valve separation was assessed as a reportable issue as of the alert date of (B)(6) 2019.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Before the procedure began, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being prepped. The dilator was inserted into the clear hemostatic valve. It was then noted that the white plastic separated from the sheath and was free floating in the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued. There were no patient consequences. Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve was observed inside hub device. The customer complaint was confirmed. The product analysis was performed as appropriate in order to find root cause of complaint. The device was inspected and the hemostatic valve was observed folded inside the hub and a kink was observed on the shaft. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).